Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a non-critical alarm was occurring due to pump memory error. Upon interrogation at patient's refill appointment on the day of report, the healthcare provider (hcp) received an attention dialogue box with non-critical memory error. The patient had reported that their pump had been alarming for five days but was not due for a refill until (B)(6) 2015. Logs confirmed that the error occurred on (B)(6) 2015, which coincided with what the patient reported. No other events were noted for that date. Hcp confirmed current programming was correct and confirmed he did not see anything out of the ordinary on the clinician programmer. It was noted that the issue resolved on the call with technical support. The patient had no issues as a result of the alarm and/or memory error. No symptoms were reported. The pump system was delivering baclofen (compounded).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11315r26, implanted: (B)(6) 2002, product type: catheter. (B)(4).